Event description:
Medical records indicated that the patient underwent closed manipulation of the right knee on (B)(6) 2021 due to pain and difficulty regaining range of motion.

Manufacturer narrative:
An event regarding rom involving an unknown triathlon insert was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remained implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the records confirm the patient had a primary tka performed ion (B)(6) 2020. She had a difficult post-operative course requiring closed manipulation of the knee. She went on to develop a severe flexion contracture of this knee which was debilitating. Revision tka surgery was performed on (B)(6) 2023. The root cause of this severe flexion contracture cannot be determined from the limited documentation available. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient had a closed manipulation due to loss of range of motion. A review of the provided medical information by a clinical consultant indicated: "the records confirm the patient had a primary tka performed ion (B)(6) 2020. She had a difficult post-operative course requiring closed manipulation of the knee. She went on to develop a severe flexion contracture of this knee which was debilitating. Revision tka surgery was performed on (B)(6) 2023. The root cause of this severe flexion contracture cannot be determined from the limited documentation available. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: triathlon size 4 primary baseplate; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not returned.